Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a smiths medical portex® bivona® tts¿ tracheostomy tube was inserted into a patient but balloon collapse occurred. It was reported that upon balloon inflation, only one side was inflated and the other half was stuck to the tube. Subsequently, another tracheostomy (trach) tube was changed out. It was noted that a pre-use check was performed in the operating room prior to start with no issues. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation summary: one tts pediatric trach tube was returned for analysis without their original packaging. The visual inspection identified no damage to the unit. Functional testing included air cuff symmetry test and leak test. The units passed the tests within specification. No air leakage was observed. The customer stated issue could not be duplicated and was not confirmed. Problem source could not be identified.